Event description:
It was reported to philips that the system's uninterruptable power supply was giving a warning and not receiving power, which can impact booting. No harm was reported to philips. The device was not in clinical use at the time of the event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint, and the remote service engineer (rse) performed a remote inspection of the system. The rse identified a ups failure and, upon further troubleshooting, determined that a power outage at the customer facility had caused a malfunction in the third-party external ups. The reported issue was subsequently resolved by the customer, as the system operated on the ups battery as intended. After that, the system was restored to normal operation and returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. External power failures or outages can lead to system malfunctions. This scenario refers to situations where the hospital¿s main power supply is unavailable or there is a localized power outage, unrelated to the allura device. Since such malfunctions are caused by external power sources and not by the allura system itself, these events are not considered reportable. The codes were updated based on the investigation outcome.